Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed that one handle of the device had separated and that the blade was stuck in the forward position. Upon further evaluation, it was found that an internal post in the handle had snapped, causing the handle to separate enough for the blade to become disengaged and stuck in the forward position. The root cause of the stuck blade was a snapped post in the handle. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Ovarial carcinoma (via laparotomy) - "procedure: laparotomy ovarial ca, same pat. Fine fusion was used for preparation on the liver. After about half an hour of procedural time, the instrument cracked at the end and it was broken. It was no longer possible to seal." Patient status: unknown. Additional information received via email 20 june 2016. "The instrument cracked into the blue region. No parts of the instrument fall into the patient!"